Event description:
A percutaneous transluminal angioplasty (pta) balloon was used for 3 inflations. The balloon was difficult to inflate for the first injection. The balloon inflated and held pressure with each injection. The balloon was difficult to pull back; dye was trapped in the balloon. The balloon ruptured when pulled back into the sheath and separated from the shaft.====================== manufacturer response for pta balloon, inferon deep (per site reporter)======================took the balloon back for testing